Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had high blood glucose value and motor error alarm. The customer's call was being transferred but got disconnected. The customer was called back. The customer stated they were with the police and their blood glucose value was 590mg/dl. The customer was advised to call back to troubleshoot the motor error alarm. Insulin pump will not be returned for analysis.